Event description:
On call over holiday weekend, pt home health nurse (B)(6) called to let us know the pump is malfunctioning. Exact message unk. "All the alarms are going off". Pt used back up pump and new replacement pump sent via courier. No other info known. Reported to (B)(6) by pt/caregiver.